Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the locking component was damaged due to normal wear. It was also found that the old hose without overpressure valve and it had a crack. Device was inspected, and repaired by replacing a few components.

Event description:
Device was returned for service. During service, technician found an old hose without overpressure valve, the safety interlock defective, and the pre-test repair results failed sound and rpm testing. This is 1 of 1 report for event # (B)(4).